Event description:
Discordant, falsely low carcinoembryonic antigen (cea) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were rerun on the same instrument after a recalibration and resulted higher. The rerun results were then reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cea results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the first level quality control for cea had been low that day. After evaluation of the instrument data, the gps specialist discovered that the calibration curve generated that day had been different than the last calibration curve generated. The customer was advised to recalibrate the cea lot with a different calibrator lot, which the customer did. Quality controls were then run, and all were within range. The patient samples were rerun, and resulted as expected. The cause of the discordant, falsely low cea results was a malfunction of the calibrator. The instrument is performing according to specifications. No further evaluation of the device is required.